Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the liha (omnis liquid handling). The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a liha malfunction or if the part stops working; the resulting failure modes described could occur: errors in liha can impact staining and lead to a potential staining alteration.

Event description:
Customer complaint record reported the event as follows: five slides had negative staining in three different runs. No direct or indirect patient harm or user harm have been reported.